Event description:
While decompressing lumbar spine, bur tore through ligamentum flavum and dura, injuring nerve elements of lumbar and sacral roots. Surgeon was holding instrument in right hand and removing bone with light pressure and no indication of instruments laboring when bur veered toward midline engaging intact ligam.